Event description:
Fourteen months after percutaneous coronary intervention (pci), the patient returned with unspecified symptoms. Restenosis of the previously treated lesion was found.

Manufacturer narrative:
The patient presented to the cardiac catherization unit with unspecified symptoms and in-stent restenosis of two previously placed cypher stents was found. Approximately 14 months earlier, 3.5x23mm cypher stents was deployed in the distal right coronary artery (rca) followed by an overlapping 3.5x18mm cypher stent in the posterior descending artery (pda). Lesion and vessel characteristics of the original lesion are not known. When the patient returned, there was 90% stenosis present and the vessels were highly calcified and moderately tortuous. To treat the restenosis, a 3.5x23mm cypher stent was being delivered, but the became stuck on the stent struts of the previously implanted 3.5x23mm cypher stent. Therefore, a buddy wire was used to deliver the stent to the target site, but the cypher would not cross through the previously implanted 3.5x23mm cypher stent. So the physician suspected that the guide wire was passing through the strut of the previously implanted cypher already mentioned so it would not advance. So the guidewire was re-introduced again and the cypher stent was delivered through the previous stents without any difficulty. After positioning the cypher for implant at the target lesion, negative pressure was applied inside the patient and the physician confirmed back flow into the inflation device. Therefore, the physician retrieved the cypher and a different cypher of the same size was deployed instead. The procedure was successfully completed and there was no injury to the patient. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. A patient of unknown age, gender and medical history experienced restenosis fourteen months post cypher stent implantations. In addition, during the treatment of this event, another cypher sds was associated with balloon leakage. The reason for the patient's initial admission to hospital was not reported; but an angiogram reveals a lesion in the distal rca/pda that was described as 90% occluded, highly calcified and moderately tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. It is not known if the lesion was pre-dilated prior to the placement of a 3.50 x 23 mm cypher stent in the distal rca and a 3.50 x 18mm cypher stent in the pda. These stents were placed in overlapping fashion and at unknown maximum inflation pressures. The post procedural administration of asa or plavix was not reported. Fourteen months after the index procedure, the patient underwent a repeat angiogram that revealed isr of the previously implanted cypher stents. It is not known if the lesion was pre-dilated prior to the introduction of a 3.50 x 23 mm cypher stent. During the advancement of this sds, it would not cross through the previously implanted 3.50 x 23mm cypher stent in the distal rca. The physician suspected that the guidewire was passing through the struts of this stent and would not allow the new cypher sds to advance. The guidewire was re-introduced and the cypher sds advanced without any difficulty. During the deployment of this stent, blood was noted within the inflation device during the negative prep. The sds was retrieved without injury to the patient and the procedure completed with another cypher product. The products associated with the restenosis remain implanted in the patient and are thus not available for evaluation. The DHR review of the lot number for the 3.50 x 18mm product revealed that the products met requirements for product acceptance. The DHR review for the 3.50 x 23mm product has not been completed. The 3.50 x 23 mm cypher sds was returned for evaluation with its' stent still correctly mounted on the balloon. The analysis for this product has not been completed. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the devices and these events. However, there are vessel and possible procedural factors that may have contributed to them. This is one of three products associated with this patient that were reported under the following manufacturing numbers 9616099-2007-01308, 9616099-2007-01309, and 9616099-2007-01310.